Event description:
It was a reported by the legal guardian that the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 37 and 48 hours. Investigation of the pod (completed on 17-jun-2026) found a tear in the cannula. The device was originally reported on 23-mar-2026 as the patient was unsure insulin was being delivered.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.locked down smartphone: data not availableomnipod software app version: data not availableoperating system: data not availablehardware: data not availablecgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.